Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition and multiple noise reversion episodes. No changes or interventions were reported. There were no patient consequences.